Event description:
It was reported that the patient experienced painful stimulation at their chest and heart palpitations / flutters. The patient's settings were adjusted to see if the events would resolve; however, the issues did not resolve and the patient was admitted to the hospital for monitoring. Multiple attempts were made for additional information; however, no further relevant information has been received to date.